Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, 95% stenosed, de novo, mid circumflex artery, the 2.75 x 15 mm xience prime stent was implanted; however, a proximal stent edge dissection was noted. A 3.0 x 15 mm xience prime stent was implanted as treatment. There was no reported adverse patient sequela. No additional information was provided.